Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #:(B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that alternating current (ac) power cable resistance exceeded the allowable limits. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device at a bench service center and completed an electrical safety test. The bse found that the ac power cable resistance was out of specification and determined that a replacement ac power cord would be required to resolve the issue. The bse determined that the touchscreen needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2024 the bench service engineer (bse) replaced the alternating current (ac) power cord to resolve the out of limit resistance issue. Following the part replacement the bse completed a performance verification test (pvt) which the device passed. The bse restored the device's factory settings, confirmed the device was fully functional, and will return the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H11: correction to b5, this statement was included in error: "the bse determined that the touchscreen needed to be replaced."